Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and found damaged (detach) downstream occlusion (dso) seal, damaged battery compartment. The functional test was performed and the customer reported issue was not duplicated/confirmed. The service history review had no indication that the complaint was related to a service of the device within the review period. The dso seal and battery compartment were replaced. The device passed all functional testing after repair.

Event description:
It was reported that the pump frequently triggered an occlusion alarm, which could not be resolved. The status of the product at the time of event was before infusion. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed. Functional testing was performed, and the reported issue was not duplicated. The dso seal was replaced and the device then passed all testing.